Event description:
A PICC line was placed in the patient's left leg near the ankle in 2005. Five days later the dressing covering the area had pulled down and the line was pulled tight, causing the catheter to be stretched very thin. The line was secured by a 2x2 to prevent further stretching of the line. A member of the pcvc team was called and the line flushed easily. When the clinician tried to adjust the dressing and the line, the catheter broke. The catheter was secured to prevent slipping into the patient. Another pcvc line was placed.